Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during an attempted implant, the tip of this lead exhibited a fracture. Reportedly, lead placement was difficult due to patient anatomy. The lead is expected to be returned for analysis and another lead was successfully placed. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination confirmed a complete product with a fully retracted helix. Dried blood was observed, indicating the lead had been attempted to be implanted. Laboratory technicians confirmed an angular lead tip bend- located between the helix housing and anode ring. No manufacturing anomalies were observed at would have cause or contributed to product implant difficulty. Extensive testing was then performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Analysis concluded that the lead was electrically continuous and no fracture was present at the lead's tip; however it had been bent.